Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the receiver failed to turn on. Batteries were replaced but the device would still not turn on. A repeat procedure will be necessary. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: one receiver was received for investigation. The receiver was visually inspected for external damage. No physical external damage was noted. Data from the receiver was uploaded and an error message displayed indicating a memory failure.